Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: consumer reported that the scale markings were missing from syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: 1004573. D.4. Medical device expiration date: 12/31/2025. H.4. Device manufacture date: 1/4/2021. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/16/2022. H.6. Investigation: customer returned two 0.5 syringes with no other identification available. One of the syringes is missing the vast majority of its surface markings and graduation marks. The second has broken below the tip of the barrel. None of the parts that have broken off were returned. A review of the device history record was completed for batch# 1004573. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the syringe missing its scale markings. Root cause cannot be determined.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: consumer reported that the scale markings were missing from syringe.